Event description:
It was reported that (1) device was used during a laparoscopic vertical banded gastroplasty. It was reported by the rep that the lcsc5, used with a luke handpiece was being used to go across mesentary and the short gastric vessels. The surgeon heard intermittent solid tones while doing this. The surgeon regrasped and continued the case. The pt was brought back into surgery that evening because of internal bleeding. The device will not be returned.